Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 10 am a venous sample was collected that resulted in a laboratory result of 3.0 inr. At 1:47 pm the result from the meter was 4.6 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is on no new medications, has not adjusted their warfarin dosage, is on no new medications, no signs of bleeding or bruising, and no changes in diet. The customer did have a stomach bug over the previous weekend. The customer's meter and test strip were requested for return. Replacement products were sent. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips usind quality control material. Testing results: qc 1: 3.2 inr , qc 2: 3.2 inr , qc 3: 3.2 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. The maximum difference between measurements was 0%.